Event description:
Tip of the inline drill guide broke off in patient during hip arthroscopy. Md spent 45 min trying to retrieve it and eventually left it alone since it was outside of the capsule. Pt was informed by md post op of retained foreign body. Dates of use: 2009. Diagnosis or reason for use: hip arthroscopy. Event abated after use stopped: no.